Event description:
It was reported that t:slim x2 pump battery would not charge, and caller confirmed no power source alert in pump history and reported use of non-tandem charging cable and third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer was instructed by technical support to plug wall adapter into outlet known to work and leave pump connected for at least 30 minutes, and technical support requested a photo by email, coordinated follow-up between representatives, and continued troubleshooting with customer, with no further documented actions or final outcome.